Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4074, lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the atrial lead had low impedance, no sensing, and no capture. During the replacement procedure, the attempted lead was placed and then dislodged. The physician was then unable to extract the screw and unable to get the stylet into the lead. No new atrial lead was implanted and the original lead remains in use. No patient complications have been reported as a result of this event.